Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
It is reported that marker tip of the outback catheter broke off inside the ansel sheath. There was complete separation of the tip from the catheter. The target lesion was the distal sfa. The lesion was bifurcated. No anomalies were noted during prep. No excessive force was used to insert the outback catheter in the ansel sheath. The tip separation occurred inside the patient. There was no patient injury and no additional intervention was required. The sheath was removed with the tip stuck inside. The sheath and catheter tip will be returned for analysis.